Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support, however the customer declined to complete the check. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 240 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.